Event description:
The customer reported that a biosteon screw broke during insertion. There was no impact on the patient, no medical intervention required, no adverse consequences, no surgical delay, and the procedure was completed successfully.

Manufacturer narrative:
Based on the information available, possible suspected root cause(s): use of damaged or bent driver; graft/screw/tunnel not appropriately sized; insertion over bent guidewire.